Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was reproduced. System error 105 was confirmed and caused by severed motor mount screws, with one lodged between the motor and camshaft gears. The failed motor assembly were replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed system error 105. There was no patient involvement.